Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was fully expanded. The distal tip was opened but torn. All score lines (axial, slant, and radial) were present at the distal tip. There was stretching material at the torn location. There was imagery received for evaluation. Per imaging evaluation, the esheath+ distal tip was opened but torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+ and the torn esheath+ distal tip were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by other manufacturing-related factors. Although it was reported that there was mild calcification and tortuosity, and the minimum luminal diameter was 6.5 mm, without the patient anatomy imagery, the potential contribution of patient factors in the complaint event could not be assessed. Patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra resilia valve, the distal tip of the 14fr esheath+ was observed to be torn when the delivery system with valve reached the esheath+ tip. Resistance was noted at the distal tip, described as a "pop", and more push force was needed. After valve implantation, there were no difficulties withdrawing the delivery system or removing the esheath+. There was no patient injury, and the patient remained in stable condition. Imagery was received for evaluation. Per imagery evaluation, the esheath+ liner was observed to be expanded, and the distal tip was torn.